Manufacturer narrative:
The insulin pump was received with corroded battery tube however, passed functional testing, including the operating currents measurement, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No unexpected low battery alarm noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a low battery alert and a weak battery alert and issue persisted after battery cap replacement. Customer's blood glucose was unknown. Insulin pump would be replaced.